Manufacturer narrative:
(B)(4). S/w version = 4.11c retainer ring = black on (B)(6) 2022, the customer alleged charge/battery lasts less than expected, failed battery test alarm, and back light anomaly. No backlight anomaly noted during inspection. Pump passed self test, sleep current measurement, active current measurement and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, scratched case, cracked case above arrow and battery icon, and cracked case on corner of belt clip rails identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these battery related alarms were found: low battery alarm on (B)(6) 2022 at 18:18:00, no unexpected low battery alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In summary, pump passed required testing. Customer alleged for charge/battery lasts less than expected was not confirmed. Customer alleged for failed battery test alarm was not confirmed. Customer alleged for backlight anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that back light anomaly, failed batt test, charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.